Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has as a service required message and "beeps then shuts down after a few minutes of cutting off system update req." The patient alleges difficulty breathing/short of breath, minor headaches, and "rapid breathing being caused during usage while sleep." In addition, the patient has set an appointment to meet with their health care provider. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has as a service required message and "beeps then shuts down after a few minutes of cutting off system update req." The patient alleges difficulty breathing/short of breath, minor headaches, and "rapid breathing being caused during usage while sleep." In addition, the patient has set an appointment to meet with their health care provider. There is no allegation of serious or permanent harm or injury. On the previously submitted report, section b1 was selected as a product problem. After further review, this report is now being filed as both an adverse event and product problem.